Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 19, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was treated for a distal femur fracture via an osteotomy procedure in (B)(6) 2015. Approximately ten (10) months postoperative, five (5) of the implanted screws were found to be broken. As a result, the patient underwent a revision procedure on (B)(6) 2015 during which the surgeon shaved around the femur and successfully removed the broken screws and the tomofix plate. The surgeon then reduced the femur and transplanted bone to the reduced part of the ilium. The patient was then fixated with a new locking compression distal femur plate (lcp-df). The procedure was completed with no reports of surgical delay. This report is 5 of 6 for (B)(4).